Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient in canada contacted lifescan to report the onetouch verio iq was intermittently giving an unspecified error message. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014 at 2:30 pm, the patient experienced the symptoms of sweating, headache and rapid heartbeat and she felt low. While symptomatic, the patient attempted to test her blood glucose level but obtained an unspecified error message on the reported meter; she was unable to obtain a reading. The patient was unable to specify which error message occurred. The patient took the action of skipping her exercise, and had a scheduled physician¿s office visit at 6:00 pm. The patient¿s blood glucose level was tested to be 5.0 mmol/l and she received no treatment. The patient reported the intermittent error message issue had occurred for one month. The issue was not resolved during troubleshooting. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The meter error message issue occurred after the onset of the patient¿s symptoms on the day of this event, and she received no treatment. However, as the meter issue was not resolved this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (05/14/2014) the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: error message 4 and 2 are observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.